Event description:
It was reported that the patient presented to the emergency room (ER) due to noise on this pacemaker and right ventricular (rv) lead. X-rays revealed that the lead was not fully inserted into the device header, as one ring on the lead was visible outside of the header. The device pocket was re-opened and the screws were loosened. The rv lead was connected to a pacing system analyzer (psa) and noise was observed in bipolar configuration, but not in unipolar. The rv lead was then re-connected to the device, and again noise was observe in bipolar and not in unipolar. The device was left programmed to unipolar and all testing was normal. It was also noted that during the procedure, the physician confirmed there were no issues with the sutures or suture sleeve. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Additional information received indicated that this pacemaker was explanted, the leads were surgically abandoned, and the patient was upgraded to an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to noise on this pacemaker and right ventricular (rv) lead. X-rays revealed that the lead was not fully inserted into the device header, as one ring on the lead was visible outside of the header. The device pocket was re-opened and the screws were loosened. The rv lead was connected to a pacing system analyzer (psa) and noise was observed in bipolar configuration, but not in unipolar. The rv lead was then re-connected to the device, and again noise was observe in bipolar and not in unipolar. The device was left programmed to unipolar and all testing was normal. It was also noted that during the procedure, the physician confirmed there were no issues with the sutures or suture sleeve. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Additional information received indicated that this pacemaker was explanted, the leads were surgically abandoned, and the patient was upgraded to an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to noise on this pacemaker and right ventricular (rv) lead. X-rays revealed that the lead was not fully inserted into the device header, as one ring on the lead was visible outside of the header. The device pocket was re-opened and the screws were loosened. The rv lead was connected to a pacing system analyzer (psa) and noise was observed in bipolar configuration, but not in unipolar. The rv lead was then re-connected to the device, and again noise was observe in bipolar and not in unipolar. The device was left programmed to unipolar and all testing was normal. It was also noted that during the procedure, the physician confirmed there were no issues with the sutures or suture sleeve. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.